Event description:
Healthcare professional reported right side pain and stiffness, "isolated calcifications of benign radiological type," capsular contracture, baker grade iii/IV and "an image compatible with organized seroma of 43 mm is observed, in accordance with the radiological findings" via ultrasound and mammography. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.